Event description:
As it was reported by an affiliate, in the middle of selecting the lesion, an atw guidewire was bent and analysis indicated the distal tip was also unravelled stretched. There was no injury to the patient reported. No further information was provided.

Manufacturer narrative:
As it was reported by an affiliate, in the middle of selecting the lesion, an atw guidewire bent. There was no injury to the patient reported. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Analysis of the returned wire indicated that the distal tip was also unraveled/stretched. One non sterile guide wire sgw atw .014 j floppy 300cm was received coiled inside of a plastic bag. The distal tip presented a kink/bent and an unraveled/stretched condition at the distal end. No other visual damage was found. The distal tip was observed under a microscope and the damages were confirmed. The DHR review could not be performed due to the lot was not provided. The reported failure by the costumer as "guidewire- kinked/bent-in patient" was confirmed due to product received conditions. The cause of the unraveled/stretched condition could not be conclusively determine. The time and place of these damaged could not be conclusively determined, but it does not appear to be manufacturing related. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. With the limited amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, procedural factors or shipping and handling considerations during return of the device may have contributed to the reported event